Manufacturer narrative:
Device evaluation of battery sn (B)(4) has been completed. The reported problem (will not power on monitor) has been confirmed. Upon investigation the battery pack was unable to power on a monitor or charge. The cause for the failure was isolated to loose spot welds on the top cell side of the bus bar. When the bus bar was pressed to the cell, the battery powered on a monitor and charged. The root cause for the loose spot welds could not be positively identified, but the damage likely resulted from the battery impacting a hard surface. No adverse event resulted from the defective battery pack.

Event description:
A us distributor returned battery sn (B)(4) and reported that the battery was unable to power on a monitor.